Event description:
Allegedly, during a laparoscopic cholecystectomy procedure, one of the jaws of the bowel grasper broke off inside the patient. Procedure was prolonged by approximately 1 hour to 1 hour and 15 minutes while they used x-ray and fluoroscopy to locate and retrieve the missing jaw. Procedure was completed with no further impact and patient condition post-op was reported as fine.

Manufacturer narrative:
The instrument was returned for evaluation; we found one of the fenestrated jaws had broken off at the base. Damage is most likely due to mechanical stress overload.